Event description:
It was reported that the customer was getting a no delivery alarm. Customer stated that she was bolusing when the pump alarmed. Customer's blood glucose level was 495 mg/dl. Customer treated via syringe. Customer performed a 5.0u fixed prime and the insulin did not exit and the pump alarmed no delivery. Customer pushed the insulin slowing through the tubing and the insulin exited. Customer was advised that the pump was working as designed. It was explained that the alarm was caused by a set/reservoir occlusion. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.